Event description:
It was reported that clinician contacted arrow clinical support advising that they had a pt on an autocat and all the lights next to all of the buttons on the screen kept flashing and the screen would blink on and off at times. Also pump was reading pt's hr at 169 - 170s and doing arrhythmic timing when pt's hr was only 118. Iabp was exchanged. There were no reported pt complications.

Manufacturer narrative:
Arrow field service contacted hosp biomed. Biomed stated they felt that the cable from display head to pump may be the source to the problem.